Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2024, one infusion set patch was fell off early and infusion set is long for 1 days. No further information available.